Manufacturer narrative:
Per the user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. Consult with your healthcare provider as needed. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump displayed an incorrect correction bolus and the customer alleged the pump was malfunctioning. During troubleshooting with tandem technical support (cts), it was found that the customer had inadvertently used a personal profile which had an incorrect correction factor of 1:10 versus 1:50. The customer reported to have entered the incorrect value and changed it to 1:50. The customer required no further assistance from cts. Blood glucose was 90 mg/dl.